Event description:
It was reported that the insulin pump alarmed an error during the prime process. The blood glucose reading was 14 mmol/l, which the customer treated with a manual injection. The customer was unable to locate the drive support cap. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had a missing end cap sticker, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube window.